Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve initially failed due to aortic stenosis.

Manufacturer narrative:
Updated data: b2 b5 h6 - annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the tavr was a valve-in-valve procedure. The second valve implanted was a non-medtronic valve. The patient required hospitalization for three days and was discharged.

Manufacturer narrative:
Updated data: a4, b1, b2, b5, b7, g2, h1, h6 note: a duplicate event was identified in regulatory report # 2025587-2025-03692. Going forward any new information will continue to be captured within this current regulatory report # 2025587-2025-02304. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that at an unspecified time following the implant of a transcatheter bioprosthetic aortic valve endocarditis was identified. Antibiotic administration was completed. At an unspecified time following the valve implant, hemodynamic deterioration classified as an increase in the mean aortic gradient was identified. The mean aortic gradient increased 20 millimeters of mercury (mm hg) from baseline and measured 30 mmhg. Patient symptoms were not reported. The patient was evaluated for a potential device revision. As reported, approximately 5 years and 9 months following the valve implant, the patient underwent a redo transcatheter aortic valve replacement (tavr) procedure.

Event description:
It was reported that approximately 5 years, 7 months, and 1 week following the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed mild mitral regurgitation and paravalvular leak. Frame under-expansion and calcified prosthetic leaflets with fixed or limited mobility were also noted. The mean gradient was elevated at 51 mm hg with a maximum aortic velocity of 4.89 meters per second. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was initially implanted in the patient's native annulus.

Manufacturer narrative:
Updated data: a2, b3, b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that following the index implant procedure of the existing medtronic valve, mild paravalvular leak (pvl) was identified. Treatment was not reported. Patient symptoms were not reported.